Event description:
Dealer called in and stated that the end user alleges that the right crossbrace just broke on his chair. Dealer states that there were no injuries alleged pertaining to the incident.